Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the reported single leaflet device attachment/slda appears to be due to challenging patient anatomy. The reported patient effect of unchanged mitral regurgitation (mr) appears to have been a cascading event of the slda. The reported poor imaging was due to procedural conditions. The reported patient effect of unchanged mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment, treatment with medication(s), and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted thickened and restricted posterior mitral leaflet (pml), large atrium, and flail of the anterior mitral leaflet (aml). Imaging was difficult due to shadowing of the steerable guide catheter. On 10/22/2020, one clip was successfully deployed, reducing mr to 1. The next day, a routine transthoracic echocardiogram (tte) was performed showing the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated the slda was possibly due to anatomical challenges. Due to the increase of mr, medication was administered. The patient will remain hospitalized longer and the possibility of surgery is being evaluated. The slda clip remains implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.